Event description:
It was reported that during a coronary stenting treatment procedure, a stent moved on the balloon. The lesion was located in a left anterior descending artery. A 3.5x16mm liberte' bare metal stent was advanced to the lesion and the "balloon slipped over the stent." The case could not be completed. No pt injuries or complications occurred. Additional info has been requested, but is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).